Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead fracture. The patient underwent a surgical intervention to remove the product with a laser lead extraction procedure and implant a new lead. No additional adverse patient effects were reported.